Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and textured to smooth exchange.

Event description:
Healthcare professional reported for right side textured to smooth exchange and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: red particle material on the shell, white encapsulation, and creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported for right side textured to smooth exchange and capsular contracture baker grade IV. The device has been replaced.